Manufacturer narrative:
(B)(4)

Event description:
The customer reported reboot issues impacting the information center ix when discharging a patient. The issue was noted to occur after (B)(6) 2018 and was described specifically to have occurred after a corrective patch had been applied by a philips field service engineer (fse). There was no patient incident.